Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the single use loading unit (sulu) was observed to be fully fired. The interlock on the sulu was broken leaving the knife blade exposed. Part of the sulu interlock appeared to be cleanly cut. Microscopic inspection revealed no damage to the knife blade. The sulu was reloaded with staples and the instrument and sulu fired properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the interlock and advance knife blade indicate that the firing knob was advanced forcing the knife blade through the interlock. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure, the stapling device did not fire properly. To complete the procedure, another stapler was used. No patient injury or extension in surgical time.